Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: - please provide the applier product code and lot number? -=>the applier product code is ka200 and lot numbrer is unknown. Please confirm if there is an issue with the applier?=>no.the customer mention there is no issues with the applier. If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used?=>currently, it's unknown. - when the event occurred, was the suture placed near the hinge of the clip?yes. - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- was the applier checked for damaged (jaws straight and aligned)?=>yes. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =>yes.- please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that the xc200 reload was returned with no apparent damage and it was received empty along with an opened foil. In addition, 6 loose clips were received closed along with the cartridge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event report could not be confirmed as the reload was received empty and clips were received closed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Events reported via: 2210968-2023-06614, 2210968-2023-06615, 2210968-2023-06617.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2023 and suture clips were used. During the procedure, the clip could not be closed. Another device was used to complete the case. There were no adverse consequences to the patient. Four devices will be returning. No adverse patient consequences were reported. Additional information was requested.